Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
The philips international field service engineer (fse) reported the ventilator experienced a touchscreen issue during testing. The device was evaluated by the fse who confirmed the reported problem. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The fse initially replaced the touchscreen, however, that did not resolve the issue. Therefore, the fse replaced the user interface pcba (printed circuit board assembly). The device was then tested and passed testing. The device was then returned to full functionality. No other anomalies were reported.